Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. Device evaluation of belt sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 3 shocks. The patient was asleep during the treatment event and did not know he had been treated until he woke up in the morning and found blue gel on him. The patient was treated three times while in vf with motion artifact at 03:41:38 am, 03:42:12 am, and 03:43:14 am on (B)(6) 2019. The patient's post shock rhythm for the first and second treatments was vf with motion artifact and for the third treatment was sinus rhythm at 60 bpm with pvc's. The patient's arrhythmia was successfully converted to a life-sustaining rhythm as a result of the treatment event. The response buttons were not pressed during the event. The patient went to the hospital and continued wearing the lifevest upon investigation of the patient's downloaded data, it was found that the lifevest delivered two monophasic pulses of 112 and 113 j for the first and second treatments, respectively. The third treatment shock was a biphasic pulse delivered at 150 j. There is no indication of serious injury or adverse event resulting from the device malfunction.